Event description:
It was reported to a physio-control service representative that the customer's device did not power on during the standard check of the device at the ambulance crew's shift change. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u5, which had shorted from pins 12/35 to pins 13/34.